Manufacturer narrative:
Additional information was received that during the implant of the transcatheter pulmonary bioprosthetic valve, regurgitation on the conduit became visible. A 34 millimeter (mm) balloon was introduced into the pulmonary artery conduit. A balloon dilation and aortography were performed to exclude the coronary compression by the conduit. The coronary arteries were not compromised. The implanted stent was dilated with a 18 by 40 mm balloon under pressure of 6 atmospheres. The transcatheter pulmonary bioprosthetic valve was implanted in the pulmonary position at the site of the stent previously implanted. The place of the valve previously implanted was dilated with balloon in balloon (bib) 20x40 mm balloon catheter under pressure of 5 atmospheres. Bradycardia was reported, which then evolved into asystole as detected by electrocardiogram (ECG). Resuscitation measures were taken. Aortography was performed indicating the coronary arteries were patent. Pulmonary angiography was performed; extravasation of contrast medium from the left pulmonary artery system to the left pleural cavity were detected. The procedure was converted to an urgent open repair. Sanitation of the left pleural cavity, dismounting of valve, suturing of the left pulmonary artery, and connection of ECMO was performed using the left thoracic approach. Four days post valve implant, the patient died on extracorporeal membrane oxygenation (ECMO). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 hours following the implant of this transcatheter pulmonary bioprosthetic valve, the patient was placed on extracorporeal membrane oxygenation (ECMO) as a result of a previously implanted, calcified conduit dissection. The conduit dissection was caused by a non-medtronic balloon inflation. Three days post valve implant, the patient died on extracorporeal membrane oxygenation (ECMO). No autopsy will be performed.

Manufacturer narrative:
Additional information was received that the melody valve was post dilated with a bib 20x40 mm balloon catheter during the implant procedure because the valve was under-expanded. After conversion to urgent open repair procedure, the valve was explanted. The implanting physician reported, "the death of a child is associated with the initial critical condition and the complexity of congenital heart disease and is not associated with inadequate surgery, or improper operation of implanted products or supplies". It was reported that an autopsy was performed. If information is provided in the future, a supplemental report will be issued.